Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2021-00178.

Event description:
It was reported that the tip of two fibers detached in the bladder during a photoselective vaporization of the prostate (pvp) procedure. The tips were retrieved using foreign body ablation forceps.

Event description:
It was reported that the tip of two fibers detached in the bladder during a photoselective vaporization of the prostate (pvp) procedure. The tips were retrieved using foreign body ablation forceps.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2021-00178. Investigation summary: with the available information boston scientific concluded that the reported fiber tip detachment was confirmed as analysis identified the metal/glass cap detachment. Analysis also identified severe adhesion on the surface of the metal cap probably contributing to elevated temperature at the fiber output window leading to the glass/metal cap detachment and circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glass/metal cap detachment and circumferential fractures. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg-300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the metal cap and glass cap were detached/separated from the fiber. The glass cap became separated from the metal cap and was not returned with the fiber. The fiber appeared to have a distal circumferential fracture at the total internal reflection surface. The metal cap exhibits severe debris adhesion on its surface, indicative of prolong tissue contact. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted metal/glass cap detachment and circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.